Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products- revision stem, fluted size 22.5 mm x 175 catalog 681517225 lot 1375769; cemented constrained femoral component size 4 right catalog 632000204 lot 1555968; nkii rev tib stem 21 5 mm catalog 621500215 lot 60580598; femoral stem screw catalog 681500010 lot 60737503; constrained posterior femoral spacer (with screw) size 4 8 mm catalog 620708304 lot 1346072; all poly patella catalog 630007102 lot 60696634; constrained posterior femoral spacer (with screw) size 4 8 mm catalog 620708304 lot 1344981; cancellous bone screw 6.5/40 catalog 430107040 lot unknown; constrained modular tibial baseplate +14 mm height size 3/4 right catalog 632414203 lot 1642783; palacos rg 1x40 single catalog 00111314001 lot 65184053; palacos rg 1x40 single catalog 00111314001 lot 65184053; constrained distal femoral spacer right lateral, with screw size 4 8 mm catalog 620708214 lot 1638246; constrained distal femoral spacer right medial, with screw size 4 8 mm catalog 620708204 lot 1481452.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by medical records provided, no product was returned; therefore, visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. The possible cause of infection can be related to patient medical history as reported in op-notes. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported a patient who underwent a total knee arthroplasty approximately 10 years ago was revised due to ongoing infection issues. Attempts have been made and additional information on the reported event is unavailable.